Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarms. The customer¿s blood glucose level unknown. The customer was unable to clear the alarm and the customer was unable to rewind the insulin pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to download difficulty. Device received with corroded motor home switch.